Event description:
The customer observed falsely decreased cbc results generated on the cell-dyn ruby analyzer for patient samples. The following data was provided: patient 2 platelet result = 6.0, slide review result = 150 (normal). No impact to patient management was reported.

Manufacturer narrative:
Additional information in section h4 - device mfg date. The complaint investigation included a search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of the service history report did not show any sign of additional problems occurring on the instrument. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the cell-dyn ruby for serial number 72037bg or the peristaltic pump tubing, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased cbc results generated on the cell-dyn ruby analyzer for patient samples. The following data was provided: patient 2 platelet result = 6.0, slide review result = 150 (normal) no impact to patient management was reported.